Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was administered to address the bg level. The cause of the high bg was not known. As the customer was not comfortable with wearing the pump, the customer revert to using insulin injections for insulin therapy.